Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted and scheduled on another time. A philips field service engineer (fse) visited the site and analysed the system log file. The analysis identified, small focus and point inverter were having issue. The fse replaced the point and x-ray tube and returned to philips for further analysis. The analysis revealed that the x-ray tube's filament was worn out and the fuses for the heating current in the point were defective. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to perform exposure or fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.